Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl at the time of incident. The customer¿s current blood glucose value was 84 mg/dl, 120 mg/dl. The customer treated low blood glucose value with glucose tablet and juice. Blood glucose value from reported event was 122 mg/dl. Sensor glucose value from reported event was 40 mg/dl. Insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The customer received calibration not accepted again then change sensor. The customer declined troubleshooting for low blood glucose value. The insulin pump will be returned for analysis.